Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the ventricular output connector was broken, hanger was broken. Battery drawer sticks, lower case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was missing hardware. The external pulse generator (epg) was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors were broken, and also the intravenous immunoglobulin (IV) pole hanger was broken on the external pulse generator. The user complained about the design of the epg connectors, and that they break often. The epg was expected to be returned for service. No patient complications have been reported as a result of this event.